Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited loss of captured and perforated the heart wall. No additional adverse patient effects were reported dc

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product analysis found a lead fracture, the loss of capture could no be confirmed as there were not mention of electrical issues. The perforation allegation was not confirmed by lab analysis, but was assigned a cause based on the field report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a hear wall perforation with loss of capture. No additional adverse patient effects were reported.